Event description:
A non-smoking pt underwent a laminectomy, discectomy, and ray cage fusion (plif) at l4/l5. Adcon gel mixed with depomedrol and both applied to the laminectomy site. Approximately 2 weeks post-operatively, pt returned with cerebrospinal fluid leak symptoms. A MRI was performed which revealed a l4/l5 pseudomeningocele. Conservation management with an epidural blood patch failed. Pt then underwent surgical re-exploration and repair.